Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles leaked during use. The following information was provided by the initial reporter: material no. 320109 batch no. 9338787. It was reported that consumer had painful injections with difficulty penetrating site and bleeding at the injection site. It was also reported there was leakage around the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (B)(4) unused / sealed 31gx8mm bd pen needles from lot: 9338787. Consumer reported painful injections with difficulty penetrating site and bleeding at the injection site, and also reported there was leakage around the hub. (B)(4) out of the (B)(4) returned pen needles were selected, examined, then tested for flow using a test pen injector: all (B)(4) tested pen needles were able to expel properly. Next, these (B)(4) pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. All (B)(4) tested pen needles tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd ultra fine¿ pen needles leaked during use. The following information was provided by the initial reporter: material no. 320109, batch no. 9338787. It was reported that consumer had painful injections with difficulty penetrating site and bleeding at the injection site. It was also reported there was leakage around the hub.